Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose levels reached as high as 475 mg/dl. The customer also experienced vomiting and ketones. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The high pressure test could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.